Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.